Manufacturer narrative:
Correction: date received by MFR has been corrected from 2016-03-23 to 2016-02-18.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the pump found a feedthru anomaly consisting of shorting across the insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) regarding a patient receiving dilaudid (2.0 mg/ml) at 0.5252 mg/day and bupivacaine (30.0 mg/ml) at 7.878 mg/day via an implantable for malignant pain. The patient's most recent refill prior to the event was on (B)(6) 2016 at 09:24. On (B)(6) 2016 the patient reported increased pain, nausea, and diarrhea. The ptm (personal therapy manager) displayed the error code 8476, indicating that a pump motor stall occurred. Device interrogation showed several pump motor stalls with recovery. The event was related to the device or therapy, but not related to the implant procedure. On (B)(6) 2016 the pump was explanted and replaced and the event was resolved without sequalae.

Manufacturer narrative:
Corrected information: sex. Date of birth .if information is provided in the future, a supplemental report will be issued.